Event description:
It was reported that the patient had a catheter revision on (B)(6) 2012. There were no further details known by the reporter. The medication being delivered was bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 8709sc serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).